Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the lad artery, the f/g adante balloon would not hold pressure at 10-11 atm's. It is unknown how may inflations were performed. The patient was asymptomatic during this event. The f/g adante balloon was removed and replaced with an adante balloon. No information is available regarding the introducer sheath and inflation device. A bmw guidewire and a camino guide catheter were used, but the sizes are unknown. The f/g adante balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.